Manufacturer narrative:
The reason for this revision surgery was to remedy a tight joint 1.2 yrs after prior surgery. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the fifth complaint for this part number (one dislocation, one broken post, one loose joint, and one other stiffness/loss of motion), and the first complaint for this lot number. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery- the surgeon performed a poly swap because the pt was tight in flexion and extension. The box in the ps knee was cleaned as well.